Manufacturer narrative:
(B)(4).

Event description:
It s reported that when the device was interrogated, different programmed pacing parameters were observed. It was noted that session records revealed a parameter error had occurred during the interrogation. The device was reprogrammed to preferred settings. The patient was stable and will continue to be monitored.